Manufacturer narrative:
Concomitant medical products: product ID 8578, lot# n182077017, implanted: (B)(6) 2009, product type: catheter. Product ID 8709, lot# j0058215r, implanted: (B)(6) 2001-, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving bupivacaine (4 mg/day) and morphine (6 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain/other non-malignant pain. On (B)(6) 2017 it was reported that a pump alarm was heard. Telemetry had not yet been performed. Per the patient, the pump was shocking her in her back and she had a burning sensation around the catheter site on her side were the pump was implanted. The catheter was painful/burning. The patient was going through withdrawal. The patient had symptoms of increased abdominal pain, nausea/vomiting, and diarrhea. The symptoms had come on gradually. The hcp was not sure if the symptoms were from withdrawal or pancreatitis. The hcp was not leaning towards the patient having an infection. The patient had a burning pain at the catheter/pump pocket site, but per the hcp she was no longer having that issue. The hcp did not see any warm or red area and did not think the patient had an infection, but it was still a consideration on his list. The patient was not being given any antibiotics at this point. The hcp was treating the patient¿s pain. Per the hcp, the patient¿s pump recently stopped working. The event date was noted to be ¿about a week ago¿. The reporter was looking for someone to check the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the patient experienced failures of motor stall, pump failure, shocking, catheter failure and delivery failure. The injuries were noted as pain, failure of therapy, withdrawal, hospitalization, and surgery. The date of injuries was noted as under investigation. No further complications were reported.